Manufacturer narrative:
The device is not returning for analysis. Investigation is not yet completed. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a knot noted during removal of the lock line requiring the physician to cut below the knot. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4+. The clip delivery system (cds) was advanced to the mitral valve. During deployment, resistance was noted during removal of the lock line; therefore, the physician had to cut the line below the knot to deploy the clip successfully. Two clips implanted, reducing mr to 1-2+. There was no other issue during the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history did not identify any similar complaints. Based on the information reviewed, while the difficulty to remove the lock line appears to be the result of the reported knot, a cause for how the knot formed could not be determined. The reported additional therapy/non-surgical treatment was a result of case specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.na.